Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with debris under window display. (B)(4).

Event description:
Customer reported via phone call of not receiving any insulin. Customer's blood glucose was 350 mg/dl. During troubleshooting, insulin pump did not alarm during high pressure test. Customer requested insulin pump to be replaced due to comfort.